Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the contacts on battery cap are not missing or damaged. Customer stated insulin pump screen was big blob and blank screen swapped out couple of batteries. Customer stated after insert a battery correctly display did not return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.